Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. A correction bolus via the pump was delivered to address bg. Reportedly, the customer forgot to perform the fill tubing sequence when loading on new pump supplies onto the pump. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.